Manufacturer narrative:
Unit failed to vibrate during self test due to vibrator motor connector broken black wire. Unit received with all operating currents within specifications and passed functional testing including a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump vibrate feature does not work very well. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that some of the keypad buttons, including the act and up arrow button are not responsive and the pump self test did not pass. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.